Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a dislodged grip cable crimp from the yaw pulley. The grip cable crimp is installed. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction : g3 on previous report should be 02/20/2025 based on MFR report 2955842-2025-08919. H10 was updated to link MFR report : 2955842-2025-08919.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Correction : the event date under section b3 was updated to 02/12/2025 based on the MFR report number : 2955842-2025-08919. Therefore, h10 was updated to include MFR report number 2955842-2025-08919.

Event description:
Refer to h11 for follow-up information.